Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021 .

Event description:
It was reported to philips that the alarm led failed occurred when the device was started up to perform pre-use check in the hospital's medical engineer room. The device was not in use at the time of the event. There was no report of patient or user harm and there was no delay in patient therapy caused by this event.

Manufacturer narrative:
The power management board was returned to philips for evaluation. The part was evaluated, and the failure was unable to be replicated. All leds were found to be operate normally.

Manufacturer narrative:
G4:18mar2021. B4:20mar2021. A philips service technician evaluated the ventilator, and the reported phenomenon was not observed despite operation checking. The event log revealed alarm led failed error code had occurred. Although there was no reproducibility through operation checking, the power switch overlay, which was equipped with the alarm led, and the power management board, which sends a voltage signal to the power switch overlay, were replaced. The device was returned to service. A similar investigation was performed on the power switch overlay. It was determined that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch do to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment, which is why this is not a universal or catastrophic failure of all units. The power management board was also replaced. When the board is received for internal failure analysis, this complaint will be reopened, and a root cause analysis will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.